Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber damaged at tip at 67,43 joules. The case was continued with a second fiber; the second fiber also damaged at the tip at 35,022 joules. The case was continued with another procedure. There was no report of pt injury. No further info was available. This report is for the second fiber.